Event description:
It was reported that t:slim x2 pump battery would not charge, with power source alerts appearing and pump not recognizing charging connection despite use of working outlets, tandem wall adapter, and alternate adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump into storage mode, and requested return of problematic pump using prepaid label.